Manufacturer narrative:
Product evaluation found lens returned in a micro centrifuge vial with moisture on lens. Visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
Additional information: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+1.5/102 diopter, in the patient's right eye on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a smaller lens and this resolved the problem. The patient's post-op best-corrected visual acuity was 20/16.6 and uncorrected visual acuity was 20/16.6.